Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the pt/layperson alleged that blood glucose results with her onetouch ultra2 meter were inaccurately erratic at 9:00 am on (B) (6) 2010. The pt provided results 108, 128, 130, and 111 mg/dl that were performed within 20 minutes or less. Two days later ((B) (6) 2010), the pt reportedly had frequent urination. The alleged erratic results were resolved; the variance was within the expected less than equal to 20%. Although the pt, whose daily diabetes regime is oral medication, reportedly received no treatment or self treatment for the alleged frequent urination, the complaint is reported since the symptom can be associated with hyperglycemia. The cca replaced meter, strips, and control.